Event description:
Upon follow-up with a user facility for a separate event, a fax response was received which indicated this patient on peritoneal dialysis (pd) had a malfunctioning pd catheter (not a fresenius product) which was unable to drain. The patient required removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. There were no reported adverse events related to fresenius products. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).